Event description:
A surgeon reported after implanting a glaucoma filtration device, the device was obstructed with white transparent content. The surgeon removed the obstruction from the hole for further histopathological examination. The device worked properly after the material was removed. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).